Manufacturer narrative:
Inspected one opened and used reservoir and performed pre-fill reservoir test per specifications. Reservoir passed no leakage anomalies were observed during filling process. Reservoir connected and locked in placed properly.

Event description:
Customer's mother reported that the customer's reservoir leaked past the second o-ring during normal use. No further info was provided.